Manufacturer narrative:
Based on the available information and the evaluation that was performed thus far, the complaint has been able to be confirmed. Per the initial evaluation of the device, the plug was found to be damaged and appears to have missing material. The particulate size and material match that of the plug's damage. Scuffing was also observed on the outside of the red cap. The images received did have a white piece of particulate. The presence of particulate has been confirmed per evaluation and image review. However, the particulate was not in the fluid path as received/ in the images. The investigation and additional evaluation are still in progress. Further findings and conclusions will be reported in a timely manner. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored and if action is required, appropriate investigation will be performed.

Event description:
It was reported where an ezs21a had a piece of the plug chip off and the chip remained on the inner tube of the cannula. The product was noted to be available for return. Reportedly, the device was intact when pulled out of package.